Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.this report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2016-01429 / 01430 / 02276).

Event description:
It was reported that patient underwent a shoulder revision procedure approximately six months post-implantation due to dislocation. During the procedure, it was noted that the humeral bearing and locking ring were separated from the humeral tray. All components were removed and replaced.

Manufacturer narrative:
(B)(4). Examination of returned device found no evidence of product non-conformance. Visual inspection of the bearing found the groove on the bearing for the locking ring was severely damaged and the polyethylene fitted slots were deformed. A conclusive root cause of the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "dislocation and subluxation due to inadequate fixation and improper positioning."this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-01429 / 01430).

Event description:
It was reported a patient underwent a right total shoulder arthroplasty on (B)(6) 2015. Subsequently, the patient was revised on (B)(6) 2016 due to dislocation. During the procedure, it was found the poly was not attached to the baseplate. All components were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.